Event description:
It was reported that during implant the lead exhibited no capture, no sensing, high impedance and low impedance. The device was replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field sent of loss of capture loss of sensing, and low impedance was confirmed in the laboratory. The lead inner coil was over torqued and shorted the ring electrode in the connector region. This resulted in low lead impedance, loss of capture, and loss of sensing. The coil was over torqued during the implant procedure. The lead was otherwise normal.